Manufacturer narrative:
(B)(4). Update the awareness date for the peritonitis event to (B)(6) 2015 (previously reported as (B)(6) 2015). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake/ break in aseptic technique. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intravenous (IV) meropenem 0.5 (units and duration not reported) every eight hours, IV metrogyl (dose, frequency and duration not reported) and IV amphotericin (dose, frequency and duration not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued. On an unreported date, the pd catheter was removed. At the time of this report the patient outcome of this peritonitis event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.